Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper gold rotary sx 19mm broke during use. Broke in tooth #30, broken part not able to retrieve and left in canal. Treatment completed. No injury occurred.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.